Manufacturer narrative:
For the one pending event, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Serial numbers continued: (B)(4). The investigations found: for 3 events: the investigation could not identify a product problem. The cause of the event could not be determined. For 2 events: the investigation determined the service actions resolved the issue. For 1 event: the investigation is ongoing. The follow-up actions were: for 1 event: there were no follow-up actions. For 1 event: the field engineering specialist (fes) adjusted the detergent consumption. For 1 event: the fes determined that the detergent filling volume was incorrect. He corrected the filling volume and changed the ultrasonic mixers. For 1 event: adjustments were performed and worn parts were replaced. For 1 event: the fes did not find a cause for the issue and did not perform any remedial action. Precision and mechanical checks passed. Multiple aspiration alarms were observed on the alarm trace data indicating a potential issue with sample quality. For 1 event: the follow-up actions are ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events. Questionable non-reproducible results were generated by the cobas 8000 c 701 module. The events involved a total of 12 patients with the following: 1 patient had a questionable ca2 calcium gen.2 result and a questionable ggt-2 gamma-glutamyltransferase ver.2 result. 1 patient had a questionable ca2 calcium gen.2 results. 7 patients had questionable crep2 creatinine plus ver.2 1 patient had a questionable mg2 magnesium gen.2 result. 1 patient had a questionable alb2 albumin gen.2 result. 1 patient had a questionable crej2 creatinine jaffé gen.2 result. The age of one patient was (B)(6) years old. There was 1 female.